Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of recurrent ventral hernia. He had revision surgery 4 months after post-surgery. The patient underwent an excision of mesh and vacuum assisted closure device. The patient had revision surgery 6 months after post-surgery. The patient underwent indirect right inguinal hernia repair. The patient experienced mesh infection and drainage from wound.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the underlay implant, the patient experienced recurrence, mesh infection, drainage from wound, fistula, scarring, adhesions, and cord lipoma. Post-operative patient treatment included revision surgery, excision of mesh, wound vac, and right inguinal hernia repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia, mesh infection, drainage from wound, and fistula. Post-operative patient treatment included revision surgery, excision of mesh, wound vac, and right inguinal hernia repair.